Event description:
It was reported that customer experienced undefined issues with charging the pump. Reportedly, pump battery was at 10% and jumped up to 100%. There was no reported adverse impact to the customer's blood glucose level. Customer declined to perform troubleshooting. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.